Event description:
It was reported that the customer stated there was a crack on his insulin pump where the battery goes in. The customer stated that the crack was severe and could break off the insulin pump with the next battery change. The customer is unsure what caused the crack. The customer's blood glucose was 118 mg/dl. The customer stated that the damage was at the battery cap and lcd screen. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).